Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon had the atw35 articulated 45 degrees to the left. When the instrument was fired, it appeared to operate correctly however when releasing the instrument from the tissue it was seen no staples had formed on the left distal end of the staple line. Cautery was used to control the bleeding on the transected, yet unstapled tissue. There was no consequence to the patient. The instrument and packaging was not saved to return.